Event description:
The reported incident involved a lumbar vertebroplasty procedure in which, during the extraction of the needle in l2, the 13 gauge needle broke leaving behing approximately 3 inches of the tip in the vertebral body. After fluoroscopic examination of the vertebral body, no portion of the fragment was found to be outside of the vertebral body.